Event description:
Account alleged that the head hi/low is drifting down on this bed.

Manufacturer narrative:
Technician suggested that account replaced the head hi/low down and trendelenburg valves. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.